Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to parity error. The device was tested on the bench and it was suspected the cause of the backup vvi was due to exposure to extreme temperature outside of operating range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, backup bvvi mode was observed on the device. No patient was involved. A different device was use instead.